Manufacturer narrative:
The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a (B)(6) old patient had stretched the tubing of an opt314 optiflow junior nasal cannula. No patient consequence was reported.